Manufacturer narrative:
Additional information received indicated that the customer's bg level was stable and no additional occlusion alarms have occurred. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and infusion set. The customer's blood glucose (bg) level was over 600 mg/dl and was addressed with 2 injections of insulin. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be determined.